Event description:
It as reported that during a meniscus repair surgery, the 2nd anchor of the fast-fix pulled out of the meniscus after it was deployed. No patient injuries or delay were reported. Surgery was completed using a smith and nephew back-up device and no other complication was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a meniscus repair surgery the 2nd anchor pulled out of the meniscus after it was deployed¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Manufacturer narrative:
H6: health effect - clinical code and health effect - impact code.

Event description:
It as reported that, during a meniscus repair surgery using the fast-fix 360 suture system, the second anchor pulled out of the meniscus after it was deployed. No patient injuries or delay were reported. Surgery was completed using a smith and nephew back-up device.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were returned. The depth limiter button was not in the default position. T1 was out of the deployment channel. T2 was out of the deployment channel. Most of the suture was tucked into the depth gage tubing. A functional evaluation found that the action of the actuator tip could not be tested because of the separation of the deployment knob/spline tube assembly from the actuator push assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.